Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited diagnostic anomaly in which the atrial fibrillation burden were not shoeing in the transmission. No intervention was done. There were no patient consequences.